Manufacturer narrative:
H#: the catheter was returned and a break in the catheter body was identified. Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory; product ID: 8781, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter; product ID: tm90t0, serial# (B)(6), product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a device manufacturer representative on 20201-may-06. It was reported that the pump had flipped again and required a second tacking surgery. The catheter was intact. The ptm dosing was increased after the surgery. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: tm90t0, serial#: (B)(4), product type: accessory. Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, partially explanted: (B)(6) 2020, product type: catheter. Product ID: tm90t0, serial#: (B)(4), product type: accessory. Other relevant device(s) are: product ID: 8781, serial #: (B)(4), ubd: 07-dec-2020, UDI#: (B)(4), the method code 4117 pertains to the pump and the method code 4114 pertains to the catheter component. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer on (B)(6) 2020 regarding a patient with an implantable pump for spinal pain. It was reported the patient was trying to connect to the pump and was getting ¿no pump found¿ and the issue started last night (B)(6) 2020. It was reported that both the communicator and handset were charged. The patient removed the battery from the handset to do a restart and still got the ¿no pump found¿ message. While on call the handset¿s, battery was removed and put back in. The handset was then powered on and the communicator was blinking blue. The myptm app was opened and after the handset indicated it was ¿looking for device¿ and then it showed ¿no pump found¿ again. The communicator wasn't plugged into the wall. Communicator replacement was requested. The patient was to have the hcp check the pump if the replacement communicator didn't resolve the issue. Additional information was later received from a consumer on 2020-nov-17. The patient reported they received the replacement communicator and they could not get their equipment to connect to the pump. The handset indicated "communicator not found." Patient services assisted the patient with pairing the new communicator, but the patient continued to get "no pump found" despite moving the communicator around the pump, hovering over the skin, and flipping the communicator to the other side. The patient stated they were having "really bad withdrawal symptoms." The patient commented that they were miserable. It was indicated the patient was receiving morphine. The patient was directed to work with their healthcare provider. Additional information was received from a healthcare provider via a company representative on 2020-nov-19. It was noted that the patient was stating that their pump was flipping in the pocket and they were not getting any real pain relief. The date of the event was unknown. Upon opening up the pocket, large amounts of fluid rushed out of the pocket and the catheter was found in two pieces in the pocket. Regarding environmental/external/patient factors that may have led or contributed to the issue it was noted as having been unknown but possibly twiddler. No diagnostic tests or troubleshooting was performed. They just planned on having surgery to flip the pump back and tack it down. The catheter was partially explanted. The pump segment of catheter was replaced, and the pump was tacked to the facia more snug. The portion of explanted catheter was in the possession of the company representative and was to be returned to the manufacturer. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2002. The patient¿s weight and medical history were noted as having been requested but would not be made available. The pump administered morphine with concentration 10 mg/ml at a dose rate of 1.5 mg/day.